Event description:
In the article ¿oversensing of transthoracic excitation stimuli in contemporary pacemakers¿ published in pacing and clinical electrophysiology on 5 january 2018, ryan et al. Report an issue encountered with boston scientific pacemakers: in case of high lead impedance, the transthoracic impedance measurements, used for minute ventilation rate adaptive sensor, can be oversensed and lead to pacing inhibition. In their letter to dr. Ryan et al., published on 1 february 2018, dr. Palacios-rubio et al. Underlined that this issue could also be encountered with livanova¿s twintrace rate adaptive sensor. Preliminary analysis confirmed that the case used to illustrate the letter of dr. Palacios-rubio et al. Showed non-physiological signals, most probably related to an atrial lead issue and/or lead-pacemaker connection issue at atrial level. The intermittent atrial lead impedance issue triggered the detection of the 8-hz minute ventilation sensor current pulses.

Manufacturer narrative:
(B)(4).

Event description:
In the article ¿oversensing of transthoracic excitation stimuli in contemporary pacemakers¿ published in pacing and clinical electrophysiology on 5 january 2018, ryan et al. Report an issue encountered with boston scientific pacemakers: in case of high lead impedance, the transthoracic impedance measurements, used for minute ventilation rate adaptive sensor, can be oversensed and lead to pacing inhibition. In their letter to dr. Ryan et al., published on 1 february 2018, dr. Palacios-rubio et al. Underlined that this issue could also be encountered with livanova¿s twintrace rate adaptive sensor. Preliminary analysis confirmed that the case used to illustrate the letter of dr. Palacios-rubio et al. Showed non-physiological signals, most probably related to an atrial lead issue and/or lead-pacemaker connection issue at atrial level. The intermittent atrial lead impedance issue triggered the detection of the 8-hz minute ventilation sensor current pulses.